Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event as "no battery charge" could not be confirmed; the battery was able to charge during bench testing. Analysis of the unit revealed that the battery met specifications. The reported event could not be duplicated or confirmed; the battery passed functional testing and performed as expected. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient came in for a routine clinic visit on (B)(6) 2016 and reported to the vad team that his battery ((B)(4)) was not holding a charge.  The patient denied any damage to the battery.  This would not be likely to cause or contribute to death or serious injury. It will I result in exchange of the device. The redundant power source will continue to supply power to the pump.  This failure will result in user annoyance and will not affect the function of the pump. No consequence to patient.  No additional information available.